Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a complaint regarding the 4"x4"island dressing, sterile 50/bx. The patient reported has itching and a rash when using the 4x4 island dressing. There was patient involvement, patient reaction (itching and rash), no medical intervention reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).